Event description:
Healthcare professional reported right side rupture confirmed via ultrasound and MRI and "change of shape" the device remains implanted.

Manufacturer narrative:
Initial reporter phone numbers: (B)(6); (B)(6). Alternate email address: (B)(6). The populated explant date is in the future and/or has not yet been confirmed.